Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged belt connector/check belt messages) has been confirmed. Upon investigation the monitor was unable to complete incoming functional testing. The monitor's electrode belt connector was broken free from the monitor enclosure, breaking wires within the connector. The cause of the incoming functional test failure was isolated to a broken pulse wire in the belt receptacle. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had a damaged belt connector and the patient was receiving check belt messages.